Event description:
Manufacturer review of a vns patient's programming history revealed a faulted systems diagnostics test occurred on (B)(6) 2009 which changed the vns settings to 1ma/20hz/500 pulsewidth/30 seconds on/60 minutes off. The settings were not corrected until (B)(6) 2009.